Manufacturer narrative:
The impella cp and data logs were returned for evaluation. Data logs found the device did not encounter ta pump stop, however, low flow and suction was present during use. The device was visually inspected and noted to have a fractured impeller blade. Simulated use testing in a basin of water successfully reproduced the low pump flows as indicated in the data logs. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot. Due to lack of clinical data, we can not definitively determine the cause of the damaged impeller blades.

Event description:
The complainant reported a patient of unknown age, gender, or race presenting for hemodynamic support using the impella cp device. The complainant reported pump stopping immediately after initiation and could not be restarted. The pump was removed and replaced without any adverse impact to the patient. The device was returned and broken impeller blades were identified.